Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 05-dec-2017. The most recent information was received on 05-dec-2017. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), the second episode of procedural pain ("too much pain after procedure (laparoscopy)/ being really sore"), device dislocation ("one essure was "slightly displaced" / right device is displaced"), tooth fracture ("broke two teeth"), umbilical hernia ("umbilical hernia / small lump in laparoscopy wound causing pain") and pyelonephritis acute ("acute pyelonephritis.") In a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy, dyspnea, chest tightness, dry cough and wheezing. Concurrent conditions included abdominal distension. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of procedural pain ("insertion process was very painful") with hernia pain. In (B)(6) 2012, the patient experienced urinary tract infection ("urine infection"), pyelonephritis acute (seriousness criterion medically significant) and abdominal pain upper ("abdominal pain upper right quadrant"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) , the patient experienced abdominal pain ("abdominal pain"), dysuria ("dysuria") and nausea ("nauseas"). On (B)(6) 2014, the patient experienced eczema ("eczema in abdomen"). In (B)(6) , the patient experienced sneezing ("sneezing"), rhinorrhoea ("abundant watery hydrhorea"), nasal obstruction ("nasal obstruction"), dyspnoea ("worsening of dyspnea"), chest discomfort ("worsening of chest tightness"), cough ("worsening of dry cough") and wheezing ("worsening of wheezing"). On (B)(6) 2015, the patient experienced guttate psoriasis ("psoriasis / guttate psoriasis") with skin disorder. In (B)(6) 2016, the patient experienced the second episode of procedural pain (seriousness criteria hospitalization, disability, medically significant and intervention required). On (B)(6) 2016, the patient experienced fall ("fell on her face"), head injury ("she hit her head heavily"), lip injury ("she injured her lip") and mass ("several bumps everywhere"). On (B)(6) 2016, the patient experienced umbilical hernia (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), tooth fracture (seriousness criterion medically significant), dyspareunia ("discomforts during sexual intercourse"), exfoliative rash ("skin eruption /skin reaction / erythematoscamous macular lesions located on legs and trunk"), fatigue ("tiredness"), premenstrual pain ("the premenstrual pains are stronger"), hypoaesthesia ("lost the sensibility in the skin of the navel"), pain ("intense pain / pain is irradiated to the right ureteral path to right renal fossa"), pruritus ("slightly pruritic"), eye pruritus ("ocular pruritus") and abdominal discomfort ("discomfort in the area of navel"). The patient was treated with amoxicillin;clavulanic acid, calcipotriol (daivonex), fluticasone propionate;salmeterol xinafoate (seretide), hyoscine butylbromide (buscapina), morphine, morphine hydrochloride (morfin epidural) and surgery (devices removed). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, exfoliative rash and fatigue had resolved, the last episode of procedural pain, premenstrual pain and hypoaesthesia had not resolved and the device dislocation, tooth fracture, umbilical hernia, urinary tract infection, abdominal pain, dyspareunia, guttate psoriasis, fall, head injury, lip injury, mass, pain, dysuria, nausea, pyelonephritis acute, abdominal pain upper, eczema, pruritus, eye pruritus, sneezing, rhinorrhoea, nasal obstruction, dyspnoea, chest discomfort, cough, wheezing and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain, abdominal pain upper, allergy to metals, chest discomfort, cough, device dislocation, dyspareunia, dyspnoea, dysuria, eczema, exfoliative rash, eye pruritus, fall, fatigue, guttate psoriasis, head injury, hypoaesthesia, lip injury, mass, nasal obstruction, nausea, pain, premenstrual pain, pruritus, pyelonephritis acute, rhinorrhoea, sneezing, tooth fracture, umbilical hernia, urinary tract infection, wheezing, the first episode of procedural pain and the second episode of procedural pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on (B)(6) 2014: results: positive for nickel allergy , seafood allergy, very high degree of sensitization of house dust mites and cat, contact dermatitis due to nickel (nickel test +++/ ++++). Hysterosalpingogram - in (B)(6) : results: one coil slightly displaced. Ultrasound scan - in (B)(6) : results: umbilical hernia. Amendment: the report was amended on 24-jan-2019 for the following reason: information and references from duplicate deleted case (B)(4) (MFR number 2951250-2018-01966) entered as it was follow-up from this case. The following information was updated: health authority, consumer, further lawyer and other health professional were added as reporters, lab data, medical history, essure start and stop date, treatment drugs, and events - allergy to nickel, procedural pain, device dislocation, umbilical hernia, hernia pain, abdominal pain, procedural pain, urinary tract infection, dyspareunia, exfoliative rash, guttate psoriasis, skin disorder, fall, head injury, lip injury, mass, fatigue, hypoaesthesia, premenstrual pain, pain, dysuria, nausea, pyelonephritis acute, abdominal pain upper, eczema, pruritus, eye pruritus, sneezing, rhinorrhoea, nasal obstruction, dyspnoea, chest discomfort, cough, wheezing and abdominal discomfort. The following events were deleted: ectopic pregnancy with essure micro-insert, device ineffective, migration device, abnormal uterine bleedings, chronic pelvic pain, dyspareunia, important liquid abdominal retention, device allergy, allergy to metals, rash, systemic lupus erythematosus, dementia, rheumatoid arthritis, chronic fatigue syndrome, sjogren's syndrome, loss of libido, alopecia, device failure, device expulsion, dental caries, tooth fracture, endometriosis and adenomyosis. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4) on 05-dec-2017. The most recent information was received on 06-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("allergy to nickel"), device dislocation ("right device is displaced / one essure was slightly displaced"), incisional hernia ("umbilical hernia / small lump in laparoscopy wound causing pain"), the second episode of procedural pain ("too much pain after hernia repair"), pyelonephritis acute ("acute pyelonephritis / urine infection") and tooth fracture ("fell on her face and broke two teeth") in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included twin pregnancy (complicated by hematoma of abdominal wall requiring re-intervention), dyspnea, chest tightness, dry cough, wheezing and asthma. Concurrent conditions included abdominal diastasis (important diastasis due to previous twin pregnancy) and smoker (2-3 cigarette a day). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of procedural pain ("insertion process of essure was very painful"). In april 2012, the patient experienced pyelonephritis acute (seriousness criterion medically significant) with pain, dysuria and abdominal pain upper. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2012, the patient experienced abdominal pain ("abdominal pain"), dyspareunia ("discomforts during sexual intercourse") and nausea ("nauseas"). On (B)(6) 2014, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with dermatitis contact, pruritus, eye pruritus, sneezing, rhinorrhoea and nasal obstruction. In 2014, the patient experienced guttate psoriasis ("psoriasis / guttate psoriasis / it expanded to the whole body and face") with exfoliative rash. In 2014, the patient experienced dyspnoea ("worsening of dyspnea"), chest discomfort ("worsening of chest tightness"), cough ("worsening of dry cough") and wheezing ("worsening of wheezing"). On (B)(6) 2016, the patient experienced complication of device removal ("umbilical hernia / small lump in laparoscopy wound causing pain"). On (B)(6) 2016, the patient experienced fall ("fell on her face the day after the laparoscopy"), head injury ("fell on her face and hit her head heavily"), tooth fracture (seriousness criterion medically significant), lip injury ("fell on her face and injured her lip") and contusion ("fell on her face and had several bumps everywhere"). On 4-may-2016, the patient experienced incisional hernia (seriousness criterion medically significant) with hernia pain. In 2016, the patient experienced premenstrual pain ("after fallopian tubes removal her premenstrual pains are stronger"). In november 2016, the patient experienced the second episode of procedural pain (seriousness criterion hospitalization). In november 2016, the patient experienced abdominal discomfort ("discomfort in the area of navel") and incision site hypoaesthesia ("lost the sensibility in the skin of the navel"). On an unknown date, the patient experienced fatigue ("tiredness"). The patient was treated with amoxicillin;clavulanic acid, calcipotriol (daivonex), fluticasone propionate;salmeterol xinafoate (seretide), hyoscine butylbromide (buscapina), morphine and surgery (devices removed and needle aspiration on assumption of fluid content, then hernia repair with mesh). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, incisional hernia and fatigue had resolved, the device dislocation, the last episode of procedural pain, pyelonephritis acute, abdominal pain, dyspareunia, guttate psoriasis, fall, head injury, tooth fracture, lip injury, contusion, nausea, dyspnoea, chest discomfort, cough and wheezing outcome was unknown and the premenstrual pain, abdominal discomfort and incision site hypoaesthesia had not resolved. The reporter considered abdominal discomfort, abdominal pain, allergy to metals, chest discomfort, complication of device removal, contusion, cough, device dislocation, dyspareunia, dyspnoea, fall, fatigue, guttate psoriasis, head injury, incision site hypoaesthesia, incisional hernia, lip injury, nausea, premenstrual pain, pyelonephritis acute, tooth fracture, wheezing, the first episode of procedural pain and the second episode of procedural pain to be related to essure. The reporter commented: six months after insertion, skin eruptions started and patient was diagnosed with psoriasis and similar alterations. She went to a dermatologist but her condition did not improve over 2 years of treatment, in fact it expanded to the whole body and face. After allergy tests, the dermatologist recommended the removal of any device because of the high allergy. The patient went to medical consultation several times in order to start the removal process. On (B)(6) 2016 the devices were removed without hospital admission, everything was fine and she was discharged home. The next morning, she got up and fell on her face. She broke two teeth, hit her head heavily, injured her lip, and had several bumps everywhere. She consulted a hospital and then went to a dentist to repair her teeth. After the essure removal surgery, the skin reaction and tiredness completely disappeared, but she noticed a small but painful lump at the laparoscopy wound. A physician thought it was fluid and aspirated it without result (painful procedure), an echography showed that it was an umbilical hernia. Hernia repair was in nov-2016, again as out-patient. After the procedure, the patient had pronounced pain, she received several doses of morphine in additional to the surgical epidural and subsequent sedation. The physician told her that due to the twin pregnancy she had an important abdominal distention for which he could not perform a simple hernia surgery, he had to attach the muscles to place the mesh. Finally, after being in strong pain the whole day, they admitted her to the hospital again because she could not move and could hardly breathe. She was off work for 20-30 days. After fallopian tubes removal her premenstrual pains are now stronger and the pain in the surgery area has not totally disappeared, she has lost sensitivity in the skin of the navel. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Allergy test - on 25-mar-2014: positive for nickel allergy , seafood allergy, very high degree of sensitization to house dust mites and cat, contact dermatitis due to nickel (nickel test +++/ ++++); on 15-jan-2016: standard epicutaneous test: reading at 96 h: nickel +++/++++. Hysterosalpingogram - on 28-may-2012: no repermeabilization of the uterine tubes, thus implants are correctly located. Ultrasound scan - on 07-may-2012: right device dislocated, hysterosalpingogram requested; on 04-may-2016: umbilical hernia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: six months after insertion, skin eruptions started and patient was diagnosed with psoriasis and similar alterations. She went to a dermatologist but her condition did not improve over 2 years of treatment, in fact it expanded to the whole body and face. After allergy tests, the dermatologist recommended the removal of any device because of the high allergy. The patient went to medical consultation several times in order to start the removal process. On (B)(6) 2016 the devices were removed without hospital admission, everything was fine and she was discharged home. The next morning, she got up and fell on her face. She broke two teeth, hit her head heavily, injured her lip, and had several bumps everywhere. She consulted a hospital and then went to a dentist to repair her teeth. After the essure removal surgery, the skin reaction and tiredness completely disappeared, but she noticed a small but painful lump at the laparoscopy wound. A physician thought it was fluid and aspirated it without result (painful procedure), an echography showed that it was an umbilical hernia.hernia repair was in nov-2016, again as out-patient. After the procedure, the patient had pronounced pain, she received several doses of morphine in additional to the surgical epidural and subsequent sedation. The physician told her that due to the twin pregnancy she had an important abdominal distention for which he could not perform a simple hernia surgery, he had to attach the muscles to place the mesh. Finally, after being in strong pain the whole day, they admitted her to the hospital again because she could not move and could hardly breathe. She was off work for 20-30 days.after fallopian tubes removal her premenstrual pains are now stronger and the pain in the surgery area has not totally disappeared, she has lost sensitivity in the skin of the navel. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy with essure micro-insert"), device dislocation ("migration device"), uterine haemorrhage ("abnormal uterine bleedings"), systemic lupus erythematosus ("lupus"), dementia ("dementia"), rheumatoid arthritis ("rheumatoid arthritis") and sjogren's syndrome ("sjogren´s syndrome") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device failure "failure implant (about correct insertion)". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), dyspareunia ("dyspareunia"), fluid retention ("important liquid abdominal retention"), device allergy ("autoimmune answer to the metal or fibers ¿pet"), allergy to metals ("autoimmune answer to the metal or fibers ¿pet"), rash ("rash"), systemic lupus erythematosus (seriousness criterion medically significant), dementia (seriousness criterion medically significant), rheumatoid arthritis (seriousness criterion medically significant), chronic fatigue syndrome ("chronic fatigue syndrome"), sjogren's syndrome (seriousness criterion medically significant), loss of libido ("loss of sex drive"), alopecia ("loss of hair"), device expulsion ("expulsion device"), dental caries ("dental caries"), tooth fracture ("dental ruptures, loss of dental pieces"), endometriosis ("endometriosis") and adenomyosis ("adenomyosis"). Last menstrual was not provided. At the time of the report, the ectopic pregnancy with contraceptive device, device dislocation, uterine haemorrhage, pelvic pain, dyspareunia, fluid retention, device allergy, allergy to metals, rash, systemic lupus erythematosus, dementia, rheumatoid arthritis, chronic fatigue syndrome, sjogren's syndrome, loss of libido, alopecia, device expulsion, dental caries, tooth fracture, endometriosis and adenomyosis outcome was unknown. It was unknown if essure was removed. The reporter considered adenomyosis, allergy to metals, alopecia, chronic fatigue syndrome, dementia, dental caries, device allergy, device dislocation, device expulsion, dyspareunia, ectopic pregnancy with contraceptive device, endometriosis, fluid retention, loss of libido, pelvic pain, rash, rheumatoid arthritis, sjogren's syndrome, systemic lupus erythematosus, tooth fracture and uterine haemorrhage to be related to essure. The reporter commented: main case with other events: (B)(4). The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device dislocation - the analysis in the (B)(6) database revealed (B)(4) cases. Ectopic pregnancy with contraceptive device - the analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.